Event description:
On (B)(6) 2022, ivtm therapy for a pcas patient began using an icy catheter (lot #162644). The catheter was inserted into the right femoral vein, and the insertion was smooth. The physician has experience using the thermogard device about 6 to 7 times a year. The customer noted that the pinwheel was rotating slowly. After an undetermined amount of time, the customer ended the temperature management. The patient's temperature was reported to be stable. The customer continued to use the icy catheter as a cvc until (B)(6) 2022, when the customer decided to use a different cvc. The dwell time of the icy catheter was within 48 hours. After removing the catheter, the customer saw that the catheter was bent/kinked between the proximal and middle balloons. Per the customer, there were no complaints about the thermogard xp ivtm system and suk. No patient injury was reported.

Manufacturer narrative:
The customer reported a complaint that "the pinwheel of the start-up kit was rotating slowly, and the icy catheter (lot #162644) was bent/kinked between the proximal and middle balloons," was confirmed based on the visual inspection of the returned catheter. The catheter shaft was observed kinked at 7.5 inches away from the catheter tip. The root cause of the pinwheel rotating slowly could be the kink on the shaft. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Visual inspection of the returned catheter was performed. The catheter shaft was kinked at 7.5 inches from the catheter tip (the kink was between the proximal and medial balloons). No other physical damage was observed. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no leaks no issues were observed. The balloons did not leak during inflation and deflation. Historical complaints were reviewed for information related to the reported complaint, and no similar complaint was reported for icy catheter with lot #162644.